Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, it is alleged that the clips were acting like a scissors and cutting through the vessels. They opened a new device from the same lot and the same thing happened. The consultant opened a new device with a different lot and it worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p91090. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected 3 clips. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.